Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed that the whole plunger cases' parts were missing, the top case was cracked on the bottom left corner, and the bottom case was cracked underneath. A review of the event history log identified motor rate error. Unable to perform functional testing to verify the motor rate error due to all plunger cases' parts were missing (included right and left plunger cases). The whole motor drive-train filled with red grease and very dirty. The root cause was customer induced as a result of the customer's non-performance of required periodic preventative maintenance activities and the customer's general neglect. Replaced whole motor assembly. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the pump exhibited a motor rate error. No patient injury was reported.